Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib)procedure with a carto 3 system and a burning electronic smell issue was observed. They had the red led while turning on the patient interface unit (piu). They did not have any signal at all and could smell an electronic burn. When they turned on the power supply, they did not have any light. They continued the case with a competitor. Case was on going. No patient consequence. Twenty-five minute delay. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 system. They had the red led while turning on the patient interface unit (piu). They did not have any signal at all and could smell an electronic burn. The investigation was completed on 08-sep-2025. The biosense webster field service representative spoke on the phone with the biosense webster representative and performed online troubleshooting. During online troubleshooting, the piu was powered-on but could not pass error 1: "no communication with piu detected", error 2: "the piu is initializing." And error 3: "the piu is initializing" which are part of the initialization process. The biosense webster field service representative arrived on site for troubleshooting and repair. During troubleshooting, the biosense webster field service representative did not observe any signs of a burning smell, but error 19: "failure in piu ecg1 card bit", error 20: "failure in piu ecg2 card bit" and error 21: "failure in piu ecg3 card bit" displayed on carto 3 system. The dc/dc card was replaced and the issue was resolved. Upon dc/dc card replacement, a periodic maintenance was performed and acl test failed. The biosense webster field service representative used a spare pu to resolve the issue. Carto 3 system was tested and all tests passed successfully. Replacement patch unit was requested and delivered at the account. The suspected dc/dc card and patch unit were sent to manufacture for investigation. It was found that the electronic burn smell and all piu related issues were caused due to burnt component, found on the dc/dc card. The dc/dc card was repaired and the issue resolved. It was also confirmed that the "acl calibration test failed" was due to faulty patch unit. No burning signs were detected on the patch unit. The patch unit was repaired and the issue resolved. A manufacturing record evaluation was performed for the carto 3 system # 3035620, and no internal actions related to the reported complaint condition were identified. The complaint history of the system was reviewed and no more similar problems were found since the issue occurred. The system is ready for use. Explanation of codes: -investigation findings: electrical problem identified (c02) / investigation conclusions: cause traced to component failure (d02) / component code: hub (g02021) were selected as related to the biosense webster inc. Analysis finding of the ¿acl calibration test failed" was due to faulty patch unit¿. -investigation findings: electrical problem identified (c02) / investigation conclusions: cause traced to component failure (d02) / component code: circuit board (g02005) were selected as related to the customer¿s reported ¿smell an electronic burn¿ issue. In addition, biosense webster inc. Analysis finding of the ¿burnt component, found on the dc/dc card". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).